Event description:
Complaint coordinator reports one incident of a blood leak at the arterial header with the psn 120 dialyzer. It was reported that the incident occurred towards the middle of treatment and blood loss occurred (amount unknown). No further incident detail is available at this time.